Manufacturer narrative:
On 06-jan-2026, intuitive surgical, inc. (Isi) received user facility report stating: while in abdominal cavity robotic cadiere instrument makes contact with second laparoscopic instrument when jaws of cadiere forceps pop open showing visible cable extending from cadiere and jaws fully open; forceps removed from field, tips appear complete with no fragments seen in abdomen or visualized when jaws popped patient information in sections a was updated. E4: initial reporter sent to FDA was updated to yes. Related report number 1 (h10) was updated to: (B)(4).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.